Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s amplitude increased unexpectedly and they had stinging sensation at the lead site. It was unknown if there were any factors that led to this issue. It was reported that the impedance test showed normal results. The rep met with the patient today ((B)(6) 2020) at the doctor¿s office and the patient was complaining that the system had turned up unexpectedly and caused some shocking in their lower back. They had a pns lumber system. It was reported that the sensor was re-oriented and adjusted and the patient had the rep¿s contact information and would call if they had additional episodes of unexpected overstimulation. It was unknown if the patient¿s issue was resolved at the time of the report. No surgical intervention occurred or was planned. It was unknown and would not be made available (legal/confidential reasons) when the event occurred. No further complications were reported/anticipated.